Event description:
Additional information was received on (B)(4) 2012, when product analysis was completed on the explanted generator. The septum of the generator was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The elective replacement indicator (eri) was set; the battery was partially depleted and determined to be the result of normal expected battery consumption based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6) 2012 additional information was received when it was discovered that the patient had generator replacement surgery that day for prophylactic reasons. The explanted generator was returned to the manufacturer for product analysis on (B)(4), 2012. Product analysis is still underway and has not yet been completed.

Event description:
On (B)(6) 2012, a vns treating neurologist reported that the vns patient was admitted to a local hospital for cardiac catheterization in (B)(6) 2012 and that during the intubation process prior to the cardiac catheterization, the patient's heart stopped for 45 seconds or so. The doctors gave him CPR and brought him back. The neurologist stated that the doctors in the local hospital were concerned about whether the vns could contribute to his cardiac arrest. The neurologist did not believe that the vns played the single major role in the patient's cardiac arrest. The neurologist stated that the patient went for a second trial of cardiac catheterization and had a stent for his coronary artery (70% stenosis). The neurologist said that he promised the patient that he will turn off the patient's vns temporarily for his future elective surgeries. The patient has been referred to a surgeon for replacement of his vns battery, which was already planned prior to the cardiac arrest. Since the cardiac arrest in (B)(6) 2012, the neurologist stated that patient's voice has become very hoarse with vns stimulation and he has started to feel pain occasionally with vns stimulation. The neurologist reported that they already suspected his vns might be close to the time of end of life but the vns diagnostics did not show that. The neurologist stated that the patient's leads need to be inspected and possibly revised as well. Additional information was requested from the neurologist but he stated that he did not wish to provide any further information. Although surgery is likely, it has not yet occurred. A battery life calculation was performed with the programming history available which showed negative years until the elective replacement indicator reads as yes.

Manufacturer narrative:
"Type of report, corrected data: inadvertently did not include "30-day report" on initial report."